Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3387s-40, lot# v082506, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v082506, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
It was reported that a patient's lead broke in her neck and the system was replaced. The battery was replaced with a rechargeable one because the battery had died too. It was stated that "it took a while to get the whole thing replaced." It was also stated that there were a "few snaf-foos." The battery had died in "(B)(6)." The patient went in for new rechargeable battery in (B)(6). It was stated that the patient was finally up to voltage prior to the dying battery and was "very pleased." The patient had a doctor appointment scheduled for the week after this report for a check-up and possible "tune-up." Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported this last march it was thought the patient needed to be turned "up" as her symptoms were returning and it was discovered that ¿one of her batteries was dead.¿ when the battery died the patient¿s ocd tendencies returned as a result. ¿she did a lot of self-stemming¿ and created sores on her hands from repetitive gestures to the point where the patient was brought to the emergency room for antibiotics for an infection.